Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex machine, the device generated ¿various errors due to a fall¿. It was reported ¿there was poor handling by the nursing assistant". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h2, h3 and h10. The device was evaluated onsite by a qualified baxter technician. It was found upon device evaluation that several components needed to be replaced. To resolve the issue, the qualified technician replaced the effluent pod assembly, main cable support and scale carrying bar. A repair of the heater support was also conducted. Calibration and function check on the machine was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.